Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer was transported by ambulance to the hospital and admitted due to diabetic ketoacidosis. The cause of was unknown. Customer attempted to self-treat their blood glucose level with a bolus via the pump but was treated intravenously with fluids of insulin and saline at the hospital. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. However, it was also reported that during transportation of customer by ambulance, the pump touch screen became cracked and unresponsive. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified; however, no failure was identified in relation to the dka allegation.